Event description:
Oxygen supply tube that connects bag mask resuscitator to oxygen flow meter needs to be color coded or have markings that clearly identify the tube that supplies oxygen to the bag mask resuscitator. Otherwise a tube which is incorrect can mistakenly be connected and the operator thinks 100% forced inspiratory oxygen is being delivered. This can happen in a code blue situation where 3 or 4 previously used oxgyen delivery devices are scattered about and all the tubes look the same. Critical systems need unique markings or color to quickly ID the correct tube. In other words a nasal cannula might be connected to the wall oxgyen flow meter and the person using the bag mask resuscitator may think the bag mask resuscitator is being fed with supplemental oxgyen. When in fact, the oxygen is flowing through the nasal cannula which might have fallen on the floor. All the oxygen tubes are basically the same color.